Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. The pump was unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. The pump was received with all operating currents within spec and passed the rewind, unexpected error test, prime test, excessive no delivery test and displacement test. The pump was downloaded to care link. No unexpected upload anomalies noted. The pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported cracks around the reservoir compartment. The customer stated that the right corner of the screen on the casing is damaged. The customer stated that a piece chipped off on the rim of the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.